Event description:
I applied the freestyle libre 3. Sensor for blood monitoring on my arm. About 2 hours later my sensor said my reading had fallen below 70. So, I ate a glucose tablet. About 30 minutes later again the sensor beeped and said it had dropped to near 50 or so. I again ate 2 glucose tabs. 30 minutes it happened again and so I checked the reading with a finger stick. The reading was 235. I rushed to emergency and was treated there for high sugar level. There is no place on libre 3 site to report the adverse event. Can you help? This again happened two days ago on 11/21 or so. This time I knew better to test with the finger stick. But this is terrible. I have 4 more units left and frightened to use it. Can you help. Blood sugar was very high.